Event description:
It was reported that the patient had an infection in (B)(6) of 2020 so the artificial urinary sphincter was removed. The patient had a new artificial urinary sphincter reimplanted with at a later date. No further complications.